Event description:
It was reported that during follow-up, the atrial lead exhibited noise that caused auto mode switch episodes. The noise was reproducible through provocative testing and arm movements. The device was reprogrammed and the patient was in good condition.

Manufacturer narrative:
.

Event description:
New information indicated the lead continued to exhibit noise. The lead was reprogrammed and remained implanted.